Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and verified the occurrence of "errors 16, 111,112". To fix the issue, the fse reloaded the software and performed complete calibration and full function test, to factory specifications. The iabp was put to run on trainer for a significant period of time, and no further errors occurred. The iabp was returned to clinical use.

Event description:
Customer stated that repair investigation is required as the cardiosave intra-aortic balloon pump (iabp) generated fault codes # 16, # 111, # 112 ¿wdt/apd error¿ and b.14 software reload is required. It is unknown under what circumstances this event occurred, but no adverse event was reported.